Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that new sensor message occurred. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. However an early sensor expiration due to stale stop and start command was found on 01-04-2020. No injury or medical intervention was reported.